Manufacturer narrative:
Additional information added to d10, h3, and h6. H10: the device was received for evaluation. The visual inspection by naked eye did not reveal the reported issue. A leakage test of the dialysate side was performed and no leakage could be found. The analyzed product was tight and the reported failure could not be confirmed. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during 10 minutes after starting the treatment with a polyflux 140h dialyzer, an external dialysate leak between arterial header and housing was confirmed. There was no patient injury or medical intervention associated with this event. No additional information is available.